Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device was inserted and inflated to create a work space but the balloon did not inflate enough to create an expected work area for the surgeon. Patient outcome is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during lap. Hernia repair, device did not inflate at all. The abdomen is not inflated for this procedure. No patient injury.